Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s tap-to-wake/sleep-wake button was unresponsive, and the screen could only be activated by placing the device on a charger; a restart did not resolve the issue, and a replacement unit was arranged with instructions to revert to backup therapy and to sync data before return. Symptoms included no alerts or alarms and no reported changes in blood glucose. Outcomes included provision of replacement supplies and completion of troubleshooting and education. Investigation included remote troubleshooting, video request for documentation, shipping verification, and device return logistics. Investigation of this device was confirmed and revealed a suspected user interface hardware malfunction involving the wake button with the pump otherwise powered and charging. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction of the sleep/wake button mechanism.